Event description:
Dr operated on inguinal hernia feb 24, 1997-dr used surgical glue inside for mesh & to close incision. Within 5 hrs, severe burning sensation in the area including scrotum, & groin, swelling of these areas. Pain intense. Rptr used ice & pain pills. 1 week later rptr went to dr and was put on antibiotics w/no relief. Rptr went to family dr who referenced the urologist who found no problems within this area of knowledge, but felt surgical glue maybe the cause of intense burning & pain. Rptr returned to surgeon who injected area with pain killer. No relief after 3-4 hrs. Rptr was confined to bed for 21 days. Some relief gradually came, but the burning & discomfort continued for over 4 mos. Rptr still has some periodic discomfort, pulling, and burning sensation. The name of the product the rptr later read in local newspaper is, "closure" made by co of same name in raleigh nc. Rptr also learned from the newspaper that the glue had not been approved by FDA. Rptr was convinced that they had reaction to the adhesive & felt FDA should know rptr had no knowledge the adhesive was not approved at the time it was used. Rptr kept insisting to their dr that rptr was having a reaction. Dr insisted no, but could never give rptr a reason for prolonged difficulties.